Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose was uncontrolled. The blood glucose reading at the time of the event was 711 mg/dl. Customer was thirsty, frequent urination and headache. Hospital treated with IV drip and IV fluids. The current blood glucose reading is 147 mg/dl. Nothing further reported.